Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. H10: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. However, there were reports of misuse per the entry description. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pleurx catheter drainage process, the instructions for use were not followed as the incorrect draining method and non-medical (boiling kettle water mixed with sterile water packs, measuring jug from the kitchen) accessory products were being used. It was further reported that the patient experienced a level of pain and discomfort immediately after the placement procedure. On (B)(6) 2025 the patient had a pre-planned draining procedure to drain the fluid, and the family observed the tubing was left open and dragging along the floor in the ward and the toilet. It was further reported that there was a noticeable deterioration in the patient after each hospital stay, becoming weaker and less mobile. At which time the family was informed that the patient was now critically ill. Prior to this several attempts were made to remove the tubing, this appeared to be done by pulling it out, which placed the patient in pain and discomfort. Another unsuccessful removal procedure was then attempted again and, the family stated that the tubing had internal stitching and could not be removed by simply pulling out. On (B)(6) 2025, medical staff discussed fitting of feeding tube; however, the patient declined consent. The doctor informed the family that all interventions would be withdrawn. The patient reportedly expired on (B)(6) 2025 and approximately 36 hours after the patient expired the drain was surgically removed from the deceased. The relationship between the patient's death, the device use, and the procedure was not provided.